Manufacturer narrative:
H3 - device evaluation: lens was returned in micro-centrifuge vial, dry. Visual inspection found haptic broken, deformed, and stretched out. Re-hydration demonstrated significant damage of lens haptic, therefore length measurement not possible. Dimensional and functional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
Additional information: h3 - device evaluation: lens was returned in micro-centrifuge vial, dry. Visual inspection found haptic broken, deformed, and stretched out. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticmo12.6, -9.5/1.0/169 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2020. On (B)(6) 2021 the lens was exchanged with a same size , higher power (sphere/cylinder/axis) lens due to refractive surprise. The problem was resolved. Cause of the event is reported as unknown.